Manufacturer narrative:
Result: display housing.

Event description:
It was reported by service report that the siderail panel is cracked with possible fluid intrusion and the display housing is damaged with sharp edges. No pt involvement or adverse consequences are reported.